Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reduction, decompression and fusion of 100% spondylolisthesis (sponyloloptop) - dr (B)(6) private hospital (B)(6) 2018. During tightening a set screw it was apparent that the tip of the x25 burred and failed to tighten the screw. There was only one on the loan tray therefore a consigned x25 was used and a similar situation was experienced. Shaft changed to another one, 10 minute delay to procedure. Loan set: (B)(4) exp verse; patient initial (B)(6).